Manufacturer narrative:
The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided and the following was observed: valve observed crimped over distal shoulder of the inflation balloon and flex tip retracted to proximal triple marker. Leakage observed near flex tip. Unable to confirm exact leakage location with imagery provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3 valve IFU was reviewed, along with the preparation and procedural training manuals. Precautions noted in the commander IFU include, 'the safety and effectiveness of the thv implantation has not been established in patients who have: pre-existing prosthetic ring in any position. If a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications' and 'patients with pre-existing mitral valve devices should be carefully evaluated before implantation of the thv to ensure proper thv positioning and deployment'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigation's include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. The complaints for delivery system leakage was confirmed through evaluation of provided imagery, however, the complaint for delivery system difficult or unable to cross septal wall was unable to be confirmed due to unavailability of device or applicable imagery. Review of the DHR, lot and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation as reported, during procedure, despite effective pre-dilation, the valve could not cross the patient's membranous septum due to its thickness.' Anatomical complexities such as membranous and thickened septum can make crossing the septum challenging, resulting in the reported crossing difficulty by physically restricting and/or impeding the system from being able to cross the interatrial septum. As such, available information suggests that patient factors (patient anatomy) may have contributed to the reported event. As reported, 'when the devices were removed, the commander delivery system balloon was found ruptured' and 'it was believed that the commander delivery system ruptured due to the force applied in the attempt to pass through the septum.' During manufacturing delivery system are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing and flushing, suggesting that there was no issue with the device when removed from packaging. Delivery system leakage may result from damage to the delivery system material sustained through a combination of patient and/or procedural factors. In this case, the structural integrity of the delivery system may have been compromised and damaged during device manipulation (e.g., torquing, pulling, pushing, rotating) to overcome the difficulty of crossing the septum. However, due to unavailability of the device and insufficient information, a definitive root cause was no able to be determined at this time. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our brazilian affiliates, during implant of an unknown valve in the mitral position within a pre-existing valve, despite effective pre-dilation, the valve was unable to cross the patient's membranous septum and when the devices were removed, the commander delivery system was found to be ruptured (and the delivery system leaking). A second kit was opened, and the implant was performed successfully.